Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 37 events were previously reported during the reporting quarter; however,   2 events were reported in error. 35 previously reported events are included in this follow-up record. Product return status: 18 devices were received. 16 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 35 malfunction events in which the device had paint chips missing. 35 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 3 devices were evaluated in the field. 34 device investigation types have not yet been determined. 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. 37 events had no patient involvement; no patient impact.